Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient (99.8 kg) underwent a left atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the procedure, while the patient was in recovery, a cardiac tamponade was discovered. It is unknown if the patient was symptomatic. The patient was brought back into the electrophysiology lab and a pericardiocentesis was performed, removing 250 ml of fluid and the patient received a drain. The patient was stable. Extended hospitalization was required in the intensive care unit due to the drain. The patient has fully recovered. Physician¿s opinion on the cause of the event is that it was procedure related. Transseptal puncture was performed with a baylis needle and agilis sheath. There was no evidence of steam pop during the procedure. Flow settings were 8ml/min and 15 ml/min. Graph, vector and visitag force visualization features were used during the procedure. Visitag parameters were time 5 seconds at 1.5 mm stability, time 5-20 sec color scale. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On (B)(6)2020 , it was noticed that the concomitant products were inadvertently omitted from section d11. Concomitant med. Products in the 3500a initial medwatch. The devices have now been added. Manufacturer's ref # (B)(4).